Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to confirm the reported event of short circuit errors. A visual and microscopic inspection of the teflon pad showed that it had separated from the jaw and metal was exposed. The proximal end of the device was inspected under a microscope and found no visual damage of the probe. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that post c-section salpingectomy case, the device was being used for an unspecified procedure when short circuit errors occurred. The device was replaced with another similar device and the intended procedure was completed. There was no patient injury reported. No additional information was provided.